Event description:
The customer reported that following a diagnostic catheterization procedure on 6/9/1999, a size 6 vasoseal vhd collagen plug was deployed in the pt. During deployment of the first collagen plug, resistance was felt and as the physician continued to push the plunger forward, he felt a "pop". The physician continued and deployed the second vasoseal vhd collagen plug into the pt. The second collagen plug pushed the sheath, which had separated from its hub, into the tissue tract. Surgery was required to remove the sheath from the pt's groin. No further complications were reported.